Event description:
Follow-up identified the patient reported charging the ipg on a weekly basis; however, the patient was unable to confirm the last successful charge prior to the surgical intervention.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient experienced loss of stimulation approximately a week ago and she was unable to communicate with the ipg (date of event is unknown). The sjm representative confirmed the issue by using multiple external devices. Subsequently, surgical intervention was undertaken to explant and replace the ipg. Stimulation was restored post-operatively.